Event description:
It was reported that during the reconstruction of the supraspinatus tendon a suture passer was used to pierce the suture through the tendon. The reconstruction was completed, whereby no material defect or a remaining foreign material was noticed intraoperatively. The shoulder of the patient was postoperatively always painful, an ultrasound, an MRI, x-ray and CT were performed showing a residual foreign material in the subacromial space. The arthroscopic salvage of the foreign material took place on the same day whereby it was found that a part (needle and suture capture) of the disposable material (suture capture trap and loader), which is introduced into the sector of the resterilizable portion of the first-pass instrument, was broken off and remained in the subacromial space. Pronounced postoperative pain with necessary re-operation with recovery of the broken part. Broken pieces were removed using an arthroscopic grasper. The procedure was finished using the same device with no delay.

Manufacturer narrative:
The reported disposable firstpass suture passer device, intended for use in treatment, was not returned for evaluation. MRI/x-ray pictures have been sent and show a firstpass suture capture located in the shoulder. A relationship between the product and reported incident was established. Customer¿s complaint was confirmed. From the information provided, ¿the shoulder of the patient was postoperatively always painful, an ultrasound, an MRI, x-ray and CT were performed showing a residual foreign material in the subacromial space.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect suture trap loading (2) excessive force (3) incorrect device disassembly. Was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. As with any surgical instrument, care should be taken to ensure that excessive force is not placed on these devices, otherwise, failure may result. - the needle and trap must be inserted to the proper depth and orientation in order to permit the firstpass suture passer to function properly. - the device has been qualified for use with #2 magnumwire, ultrabraid, and ultratape sutures. Use of other suture is not recommended and may compromise device performance. - device disassembly: unload the suture capture trap. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the reconstruction of the supraspinatus tendon a suture passer was used to pierce the suture through the tendon. The reconstruction was completed, whereby no material defect or a remaining foreign material was noticed intraoperatively. The shoulder of the patient was postoperatively always painful, an ultrasound, an MRI, x-ray and CT were performed showing a residual foreign material in the subacromial space. The arthroscopic salvage of the foreign material took place on the same day whereby it was found that a part (needle and suture capture) of the disposable material (suture capture trap and loader), which is introduced into the sector of the resterilizable portion of the first-pass instrument, was broken off and remained in the subacromial space. Pronounced postoperative pain with necessary re-operation with recovery of the broken part.